Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces during our visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, cracked belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 5.7 mmol/l. Troubleshooting for keypad anomaly was performed. Customer advised the act and bolus button were unresponsive. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer advised they did gardening outside in warm weather which may have resulted in the device being exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.